Manufacturer narrative:
Updated blocks: d4, g5, h3, h4 and h6. The reported complaint was confirmed. Per the field service representative (fsr), the message displayed prematurely because of the new software installed, even if the battery was new or working fine. He replaced the battery. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "you have exceeded 2 years of your batteries. Battery capacity maybe reduced. Contact service for replacement" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.